Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6 (patient code).

Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. There was nothing in the alarm history pertaining to customer stated problem. Visual inspection and the power up process was performed. The issue was confirmed. This issue is a result of the customer's physical damage to the device and is beyond device repair, no further action will be taken on this issue.

Event description:
Information was received indicating that the medfusion 4000 pump had a broken ear clip and a missing tube seal. There were no adverse events reported.